Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. An unknown size taxus express2 drug eluting stent was placed in an unknown vessel. Three to four years later, very late stent thrombosis occurred. Additional information was requested but is not available.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.2 months. Through follow-up with the health-care provider, a copy of a operative report for the previous surgery and a copy of the epic care expiration summary were received. Per the operative report of (B) (6) 2009, "the patient left the operating room in critical condition." Per the epic care expiration summary, "on (B) (6) 2009, discussion was made with the family and wife of the patient among in accordance with the rest of the family requested stopping further therapy, so the comfort care measures were implemented and the patient expired on (B) (6) 2009 in the afternoon."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Patient also had two other devices implanted; (B) (6). Through follow up with the health care provider (via fax), a copy of the operative report for a previous surgery and a copy of the epic care expiration summary were received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.